Event description:
It was reported that the primary implant was a stryker bipolar for a hip fracture. Converted to a primary total hip with a 46mm tritanium primary cup and 32mm 0deg "b" x3 liner.

Manufacturer narrative:
The event was not confirmed. Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Visually the device is unremarkable as there is no significant damage to the device. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the primary implant was a stryker bipolar for a hip fracture. Converted to a primary total hip with a 46mm tritanium primary cup and 32mm 0deg "b" x3 liner.

Manufacturer narrative:
The c-taper cocr lift head 26mm/0; cat# 06-2600; lot# mkeen2 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.